Event description:
#Medwatcher #(B)(4). Got inserted (B)(6) 2016. (B)(4) xray (B)(6) 2017. Find a dr. To remove device (B)(6) 2017. Had essure removal consultation (B)(6) 2017. (B)(4) xray to locate coils (B)(6) 2017. Now waiting on call to see if insurance will cover surgery to remove devices and how much. Hopefully won't need a full hysterectomy just my fallopian tubes with essure coils intact.